Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. After twenty-four-hour infusion, the device had ¿not emptied fully¿ (exact volume remaining was not reported). The device was filled with 18g of piperacillin / tazobactam diluted with an unspecified solution for a total volume of 240ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured (B)(4) 2017 - (B)(4) 2017. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.